Manufacturer narrative:
Driveline cable, (B)(4), was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed a clear fluid between the outer sheath and inner lumen of the driveline, confirming the reported event. This is likely silicone fluid from manufacturing. There were no alarms or driveline damage. No servicing was necessary. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Per the instructions for use (IFU): the instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that after showering this patient noticed moisture in the driveline. The vad coordinator was able to manipulate the driveline so the moisture moved around, but no visible damage was noted in the driveline outer sheath. The moisture was noted to be between the silicone inner lumen and polyurethane outer sheath. No further information was provided.